Event description:
A customer reported that a patient underwent revision surgery approximately two years and nine months post-operatively to address a facet joint synovial cyst. It was further reported that a cascadia tl interbody migrated post-operatively and "rotated 180 degrees".

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.